Event description:
A customer reported that a patient expired and the cic (central station) did not activate an alarm during the event.

Manufacturer narrative:
Patient information is not available due to confidentiality law. Ge healthcare performed a log file analysis. At 02:31:45, the telemetry patient had what the system detected to be a vt>2 (ventricular tachycardia) event. This was announced visually and audibly at a critical priority. The sounding continued until the system was intentionally silenced by an operator at the cic at 02:36:18. At 02:36:31, a clinical operator at the cic used the interface to turn off the arrhythmia processing for the patient. This state was displayed visually to the operator with the display of "alarmes: arret". This continued until 05:23:39 when an operator at the same cic turned the arrhythmia processing on. At the time of the incident, all sounding performed at the cic was done at 40% volume. The system operated as designed.